Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging and caused cancer related to a bipap device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An evidence of sound abatement foam degradation/breakdown could not be determined due to a third party removing the philips blower box and replacing it with a non-philips blower box. Also observed minor dust/dirt contamination on top and bottom enclosures, accessory module flip door, ui panel assembly. There was thermal heating on top enclosure. Further investigation was not performed due to third party tampering. It is verified airflow using a known good power supply. The device's downloaded event log was reviewed by the manufacturer and found seven "errors". The manufacturer concludes the device has evidence of sound abatement foam degradation/breakdown could not be determined due to a third party removing the philips blower box and replacing it with a non-philips blower box.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.